Event description:
It was reported the unit burned. Visual inspection of the unit revealed that several internal components were bent and a segment of the lead wire had broken in one area, allowing a spark to contact the fabric foundation and causing a burn. We determined that this report was attributable to misuse of the unit on the part of the consumer.